Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 52mm abdominal aortic aneurysm and right common iliac aneurysm.  It was reported during the index procedure after the endurant limb (B)(4) was implanted up to the peripheral end of the left cia, the left iia could not imaged. It was suspected that it was covered with the device.  It was confirmed (B)(4) was the device covering the iia and there is no issue with (B)(4) and (B)(4) stent grafts. As per the physician the cause of the event could not be determined.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.